Manufacturer narrative:
Correction: section d6b. Date of explant should be (B)(6) 2026 instead of blank.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead exhibited loss of capture and loss of sensing. Fluoroscopy confirmed the lead was dislodged. The atrial lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.